Manufacturer narrative:
A ge service rep performed an investigation. Identified the need to replace the fluoro function pcb, generator interface pcb, display adapter pcb, system interface pcb, image processor pcb, backplane, hard drive, and single board computer (sec). Replacement components ordered. Once the identified components are installed, it is believed that the system will perform as expected and the reported issue will be addressed. If additional is received that should indicate otherwise, it will be reported as required.

Event description:
It was reported that the image on the 9800 system goes blank and, that they are loosing kv. There was no report of pt injury.